Manufacturer narrative:
The implant date was reported as (B)(6) 2020.

Event description:
It was reported that there was a device related thrombus. In (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their follow up visit on 16 october 2020. Transesophageal echocardiogram imaging showed that the patient had a thrombus on the device. The physician planned to place the patient on blood thinners to resolve the thrombus. There were no other complications that were reported and the case is still ongoing.